Manufacturer narrative:
One sample was returned for evaluation, the second will not be returned. The investigations are inconclusive for the alleged defective component issues. The root cause could not be determined. The devices were labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the powerport isp MRI products that are cleared in the us. The pro code for the powerport isp MRI products is identified in d2.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 8806061, implantable port, allegedly experienced a defective component issue. This information was received from various sources. Both malfunctions involved a patient with no consequences. The patients' age, weight, and gender were not provided.